Event description:
The stryker micro reciprocating saw was sent in for eval because it was leaking oil during a procedure. There was no leak or drop at the surgical site. No adverse event was reported, no irrigation was done and no medical treatment was provided. Another device was used to complete the procedure without any procedure delays.

Manufacturer narrative:
During quality investigation, the customer's complaint was not confirmed; leaking was not noted. Upon disassembly of the device, it was noted that the bearings, driveshaft and other component parts were corroded. The damaged parts were replaced and the device was repaired and returned to the customer.